Event description:
Patient was revised for dismantling on (B)(6) 2021. Approximately 6 months after the first surgery. The surgeon explanted centered glenosphere, 36+3 cup, glenoid base plante, three screw l 40mm and post extension. The surgeon implanted ø 135/145 40+9 cup, centered glenosphere, glenoid base plante, post extension, screw l 20mm, screw l35mm and screw l30mm.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.